Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went to the hospital over the weekend. Customer stated that she took her pump to the doctor's office and the act button had not been working. Customer also stated that she was in the hospital for non blood glucose related issues. Customer reported that she went to the hospital for her oxygen levels. Customer's blood glucose level was 247 mg/dl. Customer stated that the battery went dead but the pump was not dropped or exposed to moisture. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump was received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.